Event description:
Pt underwent left total hip arthroplaty in 1993 for marked degeneration of her hip. She did well initially, but continued to have pain in the hip and into the groin and some shortening of that leg. Subsequent x-rays showed a loosening of the femoral component with some subsidence. The pt was admitted for redo of that total hip on the femoral side without replacing the acetabular component.